Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an atrial flutter procedure, a steam pop resulting in a pericardial effusion occurred. Throughout the procedure, the flutter progressed into atrial fibrillation so transseptal was going to be attempted to conduct a pulmonary vein isolation. Before attempting transseptal puncture, a surgeon required the sonography system. Transseptal puncture was attempted without sonographic assistance but there was difficulty in identifying if access was made to the left atrium. Transseptal was aborted and a cavotricuspid isthmus line (cti) was conducted for the underlying atrial flutter until the sonography system was available. Ablation of the cti was conducted at 50 w with a flow rate of 30 ml/min and a steam pop occurred causing a pericardial effusion. Pericardiocentesis was performed however the patient did not stabilize. The patient was transferred to surgery and a median sternotomy was performed to repair a perforation in the right atrium. The patient is in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received.  The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion was procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.